Event description:
It was reported that multiple cartridge alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.